Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade IV and "exchange due to concern with the product."

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange due to concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion and crease fold. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Observed color cloudy in the gel in the bladder shell. Based on the device analysis the final assessment is: a broken sharp in the anterior side assessed as unidentified (tear) opening. Missing piece of the shell (orientation dot) assessed as to inconclusive. . Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.